Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/18/2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device has been received for evaluation. A follow-up report will be submitted once the evaluation has been completed. No additional event or patient information is available.